Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de/ expiration date: 2017-07-31, mfg date: 2016-07-31. Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de/ expiration date: 2016-10-31, mfg date: 2015-10-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching with three batteries. It was noted that the battery capacity was greater than or equal to 25 percent when the event occurred. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: three (3) batteries (bat206093, bat220593, bat209437) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of battery (bat209437) revealed that the device passed functional testing. Visual inspection revealed damage to the outer sheath of the cable assembly, exposing the batteries internal wires. The damage that was observed did not affect the functionality of the device. This is an additional finding, not related to the reported event. Based on the available information, the most likely root cause of the damaged cable can be attributed to wear and/or to the handling of the device. Failure analysis of the returned batteries (bat206093, bat220593) revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Review of the controller log files could not be conducted since log files covering the reported event date were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature switching events can be attributed to co mmunication errors and/or momentary disconnections between the controller and batteries. Additional products: battery / bat220593 d10: yes, return date: 2018-10-18 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery / bat209437 d10: yes, return date: 2018-10-18 h3: yes h6 FDA method code(s): 10 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 19. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.